Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was provided. It shows a syringe with stopper and plunger rod. It has a rolled stopper. This would have occurred during the syringe assembly process. It is likely that the stopper and plunger rod were not perfectly centered when they were assembled to the barrel. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: syringe assembly process. It could have happened that the stopper and plunger rod were not perfectly centered when they were assembled to the barrel. Rationale: CAPA not required at this time.

Event description:
It was reported tat bd 20ml syringe luer-lok¿ tip gasket was bent. This was discovered during use. The following information was provided by the initial reporter: 20ml ll syringe gasket was bent. It was easily detached from plunger.